Manufacturer narrative:
Device is a combination product.device evaluated by MFR:it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2012, the subject presented with stable angina and myocardial infarction and was subsequently referred for cardiac catheterization. In (B)(6) 2012, the index procedure was performed. The first target lesion was a de novo lesion located in the proximal left cricumflex (lcx) artery with 99% stenosis and was 08 mm long with a reference vessel diameter of 4.00 mm. The physician treated the first target lesion with predilatation and placement of a 3.50x12mm promus element plus stent. Following post dilatation, the residual stenosis was 0%. The second target lesion was a de novo lesion located in the saphenous vein graft (svg) to mid left anterior descending (lad) artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. The physician treated the second target lesion with predilatation and placement of a 2.50 mm x 28.0 mm promus element plus stent following which the residual stenosis was 0%. Two days post index procedure, the subject was discharged on ticagrelor. In (B)(6) 2014, the subject presented due to stenosis of proximal circumflex and was hospitalized on the same day. The 90% in stent-re stenosis located in the prox lcx was treated with percutaneous coronary intervention with 0% residual stenosis. No further details available.